Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator door was failed to close. A field service engineer determined that the irac board for module 4 was defective, replaced the irac board and performed post-replacement testing to verify proper operation, confirming that the drawers opened and closed correctly during inventory checks and hardware test application. The customer verified proper operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, refrigerator door was failed to close. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.